Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected failed battery, low battery or bad battery alarms were noted. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that she received a new battery cap but she continued to have battery issues. Customer's blood glucose level was 304 mg/dl. This is the second time the customer had called regarding low battery alarms. The replacement battery cap did not resolve the issue. The insulin pump alarmed failed battery test and bad battery. The customer was advised that the device would be replaced and agreed to return the product for analysis.